Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis around (B)(6) 2019 with blood glucose of 1000 mg/dl at the time of the incident. The customer had an infection that affected their blood glucose, and their endocrinologist adjusted. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also mentioned having a low in the 20 mg/dl range because they were active. The customer received emergency medical assistance for the low and also ate food to treat. The insulin pump will not be returned for analysis.